Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using a regular retainer, the patient had an upper left crown come off. The retainer was very tight to remove and loosened the crown. The patient also reported significant temporomandibular joint (tmj) pain on the left side.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.